Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer reported that it was difficult to connect the patient connector of the transfer set with the titanium adapter when the customer changed the transfer set. There was patient involvement but no patient injury or medical intervention.